Event description:
It was reported that tap snapped into two pieces upon insertion into the bone. The surgeon was tapping the bone with the device when it snapped into two pieces. Pliers were used to remove the tip from the bone. It was a clean break above the top depth marker. None of the broken pieces fell into the patient. Although, the instrument was used intra-operatively, no patient injury was reported. A different tap was used to complete the surgery and without further incident.

Manufacturer narrative:
(B) (4): the tap was returned for evaluation. Visual examination found a brittle fracture. There were no signs of fatigue that started from the surface and no material defects were noted. A review of the device history records did not identify any applicable nonconformance to specification.